Event description:
It is reported that the pt was revised due to a periprosthetic femur fracture.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. Revision operative notes were provided which noted that the fall occurred while the pt was playing with his granddaughter. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. The devices had been in-vivo for approximately (B)(6) at the time of revision. With the info provided the fracture was likely due to the pt's post-operative accident and was not related to a failure of the device. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.